Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Concomitant medical products: other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that during servicing that, the emitter is flickering in and out. The site checked electromagnetic (em) interface and the emitter is functional. It was suspected that power to the emitter is being interrupted but they were not able to replicate the issue. There was no metal in the testing field at all. No patient present.